Event description:
It was reported that during an aneurysm procedure, resistance was encountered when the subject stent was delivered to approximately 20cm from the microcatheter tip. However, when attempted to retract the subject stent delivery wire, the subject stent got deployed within the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.